Event description:
It was reported that a user experienced hyperglycemia after a meal while using the ilet, with blood glucose around 250 mg/dl for about an hour despite a site change and new supplies, and no observed leakage at the infusion site or pump; glucose later returned to range. Investigation of this case revealed that the cause of the hyperglycemia was not determined. No clinical symptoms associated with elevated blood glucose reported. Outcomes included transient impact without medical intervention or hospitalization. It was concluded that no device malfunction was confirmed and no further action was performed after supply change and insulin delivery resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.